Event description:
The device was used during an laparoscopic procedure. Reportedly, the device did not cut and bleeding occurred. The surgeon applied another device and resected the tissue at the application site to complete the procedure. The hosp has reported no pt injury occurred.